Manufacturer narrative:
Based on the information currently available, the cause of the patient's complications and subsequent demise remain unknown. A follow-up MDR will be submitted if additional information is received. An isi medical safety officer provided the following after reviewing the case information: based upon the information in the description of events, the patient underwent an uneventful da vinci-assisted prostatectomy. The patient expired approximately five days after the initial surgery. The information in the description of events described a patient who was very uncomfortable during the postoperative period while at home. This discomfort led the patient back to the hospital for re-evaluation. The information in the description of events further indicates that surgeon feels that cause of the patient¿s death may have resulted to an anal fissure leading to internal bleeding. It is unclear to me how an anal fissure could lead to internal bleeding and death. The cause of the patient¿s death was likely cardiopulmonary failure. However, the underlying etiology is unknown. The extent to which the da vinci system, instrumentation, and/or accessories contributed or caused the patient¿s death is unknown. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and all information is in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures. No images or video were provided to intuitive for evaluation. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy procedure, the patient experienced major vomiting of blood and collapsed. Attempts to resuscitate the patient failed and the patient expired. While there was no reported malfunction of the da vinci system, instruments, or accessories, it is unknown if there could be any indirect relationship between the reported event and the da vinci-assisted procedure.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy on (B)(6) 2019, the patient was discharged from hospital but returned during the evening of (B)(6) 2019, complaining of pain at which point he was re-admitted. During the early hours of (B)(6) 2019 the patient became unwell, started vomiting blood, and went into cardiac arrest after which CPR was performed. The patient ultimately expired. It would appear that autopsy findings suggest an anal fissure which tore resulting in internal bleeding. This condition was never reported to the surgeon pre-operatively by the patient. The robotic surgery reportedly went well without any issues. An opinion article, which including a recollection of the patient¿s symptoms by a family member, was written regarding this patient¿s death, and posted to a news website. The following relevant information was provided within the article: the surgeon ¿was one of the best, and one of the few who did ¿minimally invasive¿ and ¿nerve-sparing¿ robotic surgery.¿ in 2016, the surgeon completed a six-month fellowship at an institution to learn both laparoscopic and robotic surgery. The surgeon indicated that because the patient was ¿fit and well,¿ he should have a prostatectomy as soon as possible to remove the cancerous part of his prostate. The surgeon reportedly told the patient that it ¿would be a curative procedure¿ and ¿his method of surgery was quicker, shorter stay, less complications; better.¿ the patient and his family were reportedly ¿never told about the possibility of serious complications, and never at all was the possibility of death ever discussed. The doctor said it¿s a minor, routine procedure, maybe a bit of infection after, or minor problems to do with the effects of anaesthetic.¿ the patient was reported to have been discharged the day after surgery, on (B)(6) 2019. A few hours after discharge (postoperative), the patient began vomiting blood and experienced severe pain in his abdomen. The patient¿s surgeon was informed. The surgeon advised the patient to take buscopan (medication to treat stomach cramps). The following additional medications were recommended by the surgeon who indicated that ¿it was just an ileus¿ and that the pain would "settle soon": nexium (to reduce stomach acid), movicol (to treat constipation), glycerin suppositories, and oral fluids. The patient was also instructed to eat small amounts of food. The medications were reportedly administered but then the patient¿s condition deteriorated and after three (3) nights ¿of almost no sleep,¿ a general practitioner (gp) was contacted to examine the patient who reportedly had clinical signs of pneumonia, dehydration, shallow breathing, renal failure, and vomiting blood. The patient visited the surgeon and was subsequently admitted. The hospital physician assessed the patient and confirmed the gp¿s conclusions and recommended antibiotics. It was reported that following re-admission, the patient experienced ¿three significant vomits of blood,¿ of which, two were detailed: the patient¿s nursing records indicated the patient ¿vomited charcoal¿ at 22:30 on (B)(6) 2019. On the morning of (B)(6) 2019, the patient had major vomiting of blood and collapsed. Attempts to resuscitate, which including the placement of a tube, were performed but ultimately failed and the patient expired. It was noted in the article that there was no autopsy conducted as the patient was cremated. Additionally, on 15-mar-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon indicated that it appears as though ¿the cause of death was bleeding from an undisclosed ulcer.¿